Manufacturer narrative:
Continuation of d10: 6947m62 lead implanted (B)(6) 2011 4968-60 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) coil impedance. In addition, the impedance trends showed small increases in several vectors; rv defibrillation, svc defibrillation, rvtip to rvcoil, and rvring to rv coil. A fracture of the rv coil was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event. It was also reported that the svc coil was programmed off. It was further reported that after the reprogramming of the rv lead, the left ventricular (lv) lead measured out of range high impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.